Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 185.4 mg/dl. The customer reported receiving a failed self-test alarm from the insulin pump. The customer reported failing and it was possible that the insulin pump might have hit the ground. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.